Manufacturer narrative:
A results failure was reported on a phoenix m50 instrument. The customer reported that the instrument identified p. Aeruginosa organisms as streptococci and staph isolates as gram negative bacilli. Technical service worked with the customer to determine there was a customer workflow issue causing the mis-ID's. The instrument was determined to be functioning as expected. The root cause is due to a customer workflow issue. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results did breach an alert level trend in the month of august 2023. An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was misidentification. The following information was provided by the initial reporter: suspected pseudomonas aeruginosa was identified as streptococci by 442 panels, and suspected staphylococci were identified as negative bacilli by 86 panels. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details misidentification. No patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was misidentification. The following information was provided by the initial reporter: suspected pseudomonas aeruginosa was identified as streptococci by 442 panels, and suspected staphylococci were identified as negative bacilli by 86 panels. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details misidentification. No patient impact.